Manufacturer narrative:
Device passed the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Active current measurement within specifications. However, device received with high sleep current measurement due to corroded battery tube. No unexpected physical damage noted during visual inspection. The test infusion set or reservoir remains in place in the reservoir compartment

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir lip ring was missing. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was not able to lock into place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.